Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device confirmed that the black protective cap has rotated causing the socket assembly to not function as intended. CAPA (B)(4) was initiated to further investigate and determine root cause and corrective actions. (B)(4) has been initiated to change the design of product code (B)(4) as part of CAPA (B)(4). The current complaint sample was manufactured prior to the implementation of (B)(4). Further visual examination noted that the metal portion of the device exhibits a tarnished appearance. No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The black tip of the femoral adapter broke off.

Manufacturer narrative:
Evaluation of the returned product shows the instrument was cracked and not broken as noted originally. The cracked instrument was reported in error.

Manufacturer narrative:
The previous follow up made on september 30, 2016 was incorrect. The closing codes and summary submitted on march 21, 2016 still stands.